Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting off. There was no adverse impact to the customer¿s blood glucose value. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.